Event description:
The patient was revised due to knee pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was unable to verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.